Event description:
Customer reported to lumenis on july 16, 2006, that a patient who was treated in 2006, had 5mm brown spots like cigarette burns all over her legs. The customer was then seen by a dermatologist and she was told that she was tanned and shouldn't have done the laser treatment. The patient was prescribed retin a.

Manufacturer narrative:
The customer was offered a loaner system from lumenis and declined. She was offered service on her system which she stated that they are not in the office much and declined. The customer declined service so no root cause can be determined. The patient was prescribed retin a, and has since healed well according to the dr's assistant. The possible root cause for the described burns is tanning prior to the laser treatments. Conclusions: the customer declined service, so no root cause can be determined.